Event description:
A caller reported that their pump battery would not charge despite attempts with different wall outlets and a charging cable. There was no information on whether this issue affected the customer's blood glucose levels. Tandem technical support decided to replace the pump under warranty. The customer was instructed to use multiple daily injections as a backup therapy and to put the pump into storage mode before sending it back with a pre-paid label.